Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05305. It was reported that the left ventricular lead was not capturing. During the procedure it was noted that the right atrial lead and left ventricular lead were dislodged. The leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.